Event description:
The pt stated that the outer tubing of her infusion set separated at the luer connection causing the inner tubing to stretch and dangle from the adapter. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.